Manufacturer narrative:
The device has not been returned; therefore, a device evaluation is not available and the cause of the reported malfunction is undetermined. The lot number of the suspect device was not provided; therefore, the customer's shipment history was reviewed to identify a potential lot number corresponding to the suspect device. The most recent lot shipped to the customer prior to the reported incident, was identified. The device history record pertaining to this lot was reviewed; no anomalies were noted. The march 2008 15-month one step button enteral feeding product family complaint trend report, inclusive of all failure modes was reviewed; no unfavorable trend was noted.

Event description:
It was reported to boston scientific corporation that a one step button enteral feeding device was used during an initial placement procedure in 2008 (patient age, gender, and weight are unknown). According to the complainant, the physician was "advancing the tube from the [patient's] stomach to the outside" when the tube [broke]. The broken tube was removed from the patient with a pair of forceps (unknown device and manufacturer). It was reported that the physician completed the procedure with the same one step button device. No patient complications were reported as a result of the event.